Manufacturer narrative:
Internal report reference number:(B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy and shaky. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-069: using incorrect test strip. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). Grandmother is calling on behalf of the customer. Customer reported feeling dizzy and shaky; medical attention was not needed at the time of the call. At the time of the initial call the customer did not confirm if the symptoms had started prior to using the product. Customer had competitor test strips first and then switched to the true metrix test strips. During the call, a blood test was performed by the customer and produced test result of 188 mg/dl using true metrix meter.per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/21/2027 and per the customer the open vial date is (B)(6) 2026.